Event description:
Rptr states customer was incoherent with blood glucose result of 62 mg/dl obtained on the advantage system. The rptr treated her with glucose gel; paramedics arrived, and result on paramedic's meter within 10 minutes of customer's result was 27 mg/dl. No medical treatment required, and symptoms improved. Requested return of suspect device and replacement was sent.